Event description:
Return to surgery. Pt primary surgery: cataract extraction with iol left eye. Posterior chamber lens implant with adherence and development of posterior synechia with an occlusive pupil and iris bombe prior to dilation. 12 o'clock position only without adherence.